Event description:
The surgeon was performing a procedure in order to repair an acute type a aortic dissection on a patient of unknown age and medical history and requested that bioglue surgical adhesive be presented into the sterile field for use on the case. After priming the device (as suggested within the product's labeling), the surgeon applied bioglue to the target site and noted that it remained in a liquid state and did not polymerize. The surgeon then applied more bioglue to a drape and noted that it also did not polymerize. The surgeon requested a second cartridge of bioglue surgical adhesive and used it without incident (the surgical adhesive functioned as expected).